Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d10: concomitant product: model number/catalog number: 1201. Model/catalog description: tined lead.

Event description:
It was reported that the patient underwent a revision after the tined lead displaced to the right hip joint after the patient lifted a heavy object the day after implantation. The tingling sensation that the patient was experiencing later shifted to their right hip and lower leg, eventually shifting completely to their hip. Despite resetting and adjustment to the device the device, improvement was not noticed. The device was turned off, and the pain and undesired sensations subsided. The patient underwent an x-ray and lead dislodgement was confirmed. It was confirmed that the sensations the patient was experiencing were device-related. The device was then revised and the tined lead was replaced.